Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with manual injection. The customer reported a blood glucose value of 600 mg/dl. The event involved product(s) mmt-332a,mmt-399a,mmt-1880. Troubleshooting was not performed. It was unknown weather customer was using the insulin pump system within 48 hours of the reported event. It was unknown weather customer was using the auto mode/smartguard feature at the time of the event no further patient complications were reported. The customer will discontinue the use of the device. Mmt-mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b3 - event date has been changed from 03-apr-2025 to 22-mar-2025. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, active current measurement test, sleep current measurement test and displacement test. Unit passed dat at 0.0873 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 0 units of normal bolus was delivered on (B)(6) 2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and keypad overlay texture damage. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.